Event description:
Reference (B)(4). Event occurred in the united states. It was reported that the patient experienced that infusion set cannula was crimped at upper buttocks on (B)(6) 2025. The infusion set was in use for 24 hours. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.